Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a 26-year-old female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's previously administered products included for birth control: depoprovera from 2007 to 2008; for prevent pregnancy: iud in 2007. Concurrent conditions included condom since 2007. In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, 1 month 23 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (full hysterectomy,salpingectomy (bilateral removal of fallopian tubes),oophorectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea and fatigue outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the right cornua had 3 of visible coils. Left cornula had 3 of visible coils. Patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a 26-year-old female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's previously administered products included for birth control: depoprovera from 2007 to 2008; for prevent pregnancy: iud in 2007. Concurrent conditions included condom since 2007. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, 1 month 23 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (full hysterectomy,salpingectomy (bilateral removal of fallopian tubes),oophorectomy bilateral) and surgery (full hysterectomy,salpingectomy (bilateral removal of fallopian tubes),oophorectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea and fatigue outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the right cornua had 3 of visible coils. Left cornula had 3 of visible coils. Patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs+mr received, lot number added, historical drug added, concomitant drug added, event added as :-abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type:vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition:depression and mental anguish,nausea, dysmenorrhea (cramping), oophorectomy (bilateral removal of ovaries), vaginal discharge, fatigue on 16-jul-2018: no new information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in a 26-year-old female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's medical history included depression. Previously administered products included for birth control: depoprovera from 2007 to 2008; for prevent pregnancy: iud in 2007. Concurrent conditions included condom since 2007, depression and post-traumatic stress disorder. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam, ibuprofen, norethisterone (micronor), prazosin, sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). In (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (full hysterectomy,salpingectomy (bilateral removal of fallopian tubes),oophorectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection and dyspareunia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the right cornua had 3 of visible coils. Left cornula had 3 of visible coils. Patient tolerated the procedure well. Plaintiff received treatment for pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Events outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.